Event description:
The customer reported that the system intermittently would not boot up. This would result in a recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards were reseated and the battery, rtos, and gpos were replaced during the service call. The system was tested and found to be working as intended and put back into service.